Event description:
A customer reported that erroneous, low sodium (na) and chloride (cl) results were generated on a unicel dxc 800 synchron system for thirty three patient samples. Beckman coulter inc. Assessment of customer supplied data indicated the generation of six patient initial, low na and cl results, which upon repeat on an alternate instrument, generated higher results which were regarded as valid. The customer provided additional patient analyte results, however none were in question as part of this event. The erroneous low na and cl results were reported from the laboratory and while there have been no reports of adverse event related to this event, it is unknown as to whether there was a change to patient management. There were no issues with instrument quality control (qc) results prior to the event, although the customer reported that calibration results prior to and after the event were not comparable. Patient specific information, sample collection/handling information and additional instrument/analyte performance data was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found protein buildup in the top portion of the flowcell. While cleaning the buildup, the fse noticed that the cl electrode tip was worn. The fse replaced the cl electrode tip and electrode and bleached the flowcell. Upon completion of the necessary and verified repairs, the instrument was returned back into service. The failure mode associated with this event is currently unknown.